Event description:
It was reported that patient's entire deep brain stimulation (dbs) system was explanted after her leads became exposed after falling at her nursing home.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3387s-40, lot# v642842, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3387s-40, lot# va012tp, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).